Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly had difficulty deflating. It was further reported that the balloon was deflated with the use of a needle stick. No further treatment was required. There were no further reported patient injuries.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device to be stuck in the user's introducer sheath. It should be noted that the introducer sheath was too long for use with the device, as the device was fully inserted with the proximal portion of the balloon still in the sheath. However, the sheath tip was noted to be buckled and bunched. Based on the device stuck in the sheath with damage noted to the sheath, the investigation is confirmed for sheath-related retraction issues. The device was cut from the sheath, and an attempt was made to inflate the balloon. The device was unable to be inflated as the glue bullet had been pulled into the outer catheter shaft, likely due to the retraction issues. Therefore, the investigation is inconclusive for the reported deflation issue, as the balloon was unable to be inflated during functional testing. During the evaluation of the returned device, it was found that the glue bullet had been pulled into the outer catheter shaft, blocking the inflation lumen. However, it is likely that the glue bullet was pulled into the shaft during the retraction attempt. However, based on the available information the definitive root cause for the reported or identified issues could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly had difficulty deflating. It was further reported that the balloon was deflated with the use of a needle stick. No further treatment was required. There were no further reported patient injuries.